Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during the shuttling process of the ar-1938bc sutures as the surgeon started to tug on the shuttling stitch, the suture tore and ripped out. This same exact issue occurred with a total of four ar-1938bc (lot: 11515574). Two of the anchor bodies were retained in the joint and two were removed intact. The case was completed by opening a new box and using an additional four ar-1938bc. No unplanned incisions were necessary.